Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a hole near the distal tip. Due to the damage sustained by the cannula, cause of high blood glucose levels could not be determined. Data shows that the device generated an alarm. The cause of the alarm could not be conclusively determined. Hazard alarm during operation - root cause not determined. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient saw insulin on the adhesive. As treatment, a new pod was applied and a manual injection was administered.